Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an epigastric incarcerated ventral incisional hernia as well as a periumbilical ventral incisional hernia. It was reported that after implant, the patient experienced chronic abdominal pain, adhesions to small bowel and mesh as well as inferior to mesh, there was part of the omentum that was infarcted, necrotic and inflamed. Post-operative patient treatment included revision surgery.